Manufacturer narrative:
Other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the pump was found to be double beeping during testing with no cassette attached. Fluid ingressions were found by the chassis base of the occlusion sensors. This was the cause of the issue. Fluid ingressions could only be caused by the user. The downstream sensor and lens were replaced and the pump operated as intended once again. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that during testing a smiths medical cadd legacy 1 pump emitted double beep sound without cassette. The pump gave error lec 1310. It was also stated that the pump had screen damage. There was no patient involvement in the reported event.